Event description:
It has been reported to co that during the procedure a dissection of the pt's vessel was noticed resulting in the need for surgical repair procedure. The physician inserted the guide catheter into the pt's right coronary artery and using a wire advanced the guide forward. The guide wire was not performing and the physician was having difficulty so the decision was made to remove the guide wire and replace it with a different guide wire to continue the case. The physician had advanced the guide catheter forward into the ostium and the pt started coughing severely. The physician then noticed that there was a dissection of the coronary artery. The physician inserted stents, a 30 x 15mm stent delivery catheter and placed the stent. The physician inserted a second stent delivery catheter a 30 x 15mm and placed the stent. The physician inserted third stent delivery catheter a 30 x 15mm and placed the stent. The physician placed forth 30 x 15mm stent delivery catheter and placed the stent in the vessel. The physician looked at the fluoroscope and still noticed contrast leaking and discovered a bubble in the aorta and staining distally, this was indicating blood into the pericardium. The physician noticed a split up the aorta superior to the catheter (about 2 to 3 inches in length). The physician called for assistance from surgical dept and the decision was made to send the pt for surgical procedure. The surgical procedure performed was to repair the tear of the aorta, 2 to 3 inches. As a result the pt's coronary artery shut down resulting in a bypass. The marginal also resulted in being bypassed. The pt was sent to intensive care unit for recovery.